Event description:
Evaluation summary: the device was returned to the manufacturing facility for evaluation. The 6th and 7th proximal stent segments were raised and deformed. The distal tip was slightly flared.

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (cto lesion, moderate tortuosity and severe calcification); inherent risk of procedure (stent damage, failure to deliver the stent. Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (cto lesion, moderate tortuosity and severe calcification). (B)(4).

Event description:
The physician intended to implant a 2.75 mm diameter x 30 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to treat a total occlusion in the left coronary artery. The target lesion exhibited moderate tortuosity and severe calcification. The lesion was pre-dilated several times using a 2.25 x 10 mm balloon up to 16 atm's and a 2.75 x 12 mm balloon up to 16 atm's. 40% stenosis remained following pre-dilation. Resistance was encountered advancing the device to the target lesion and the device was removed. Force was used in an effort to withdraw the device. Stent struts were observed to be damaged on removal. The device had been inspected prior to use with no abnormalities noted. Further lesion pre-dilation was performed using a 3.0 x 10 mm balloon. The target lesion was treated using a 3.5 x 38 mm endeavor resolute rx stent. Patient status post procedure was reported to be satisfactory and no clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product - endeavor sprint rx.

Manufacturer narrative:
Evaluation, results: failure to follow instructions (force used to retract the device from the vessel) evaluation, conclusions: user error contributed to event (force used to retract the device from the vessel).